Event description:
It was reported that during in office testing, after performing the r-wave sensing test, it was noted that the results were not being displayed on the final session report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted the r-wave amplitude trend report was missing r-wave measurements with no data reported. The analyst noted this can be normal with 100% pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.